Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.